Event description:
Physician reports, rupture. Diagnosed with an MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified, broken shell, underweight and part of the shell is missing. A microscopic analysis was performed which identify, sharp-edge opening assessed, as unidentified tear. A dimension measurement in the shell was performed, which identify the thickness within specification.

Event description:
Physician reports rupture diagnosed with an MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.